Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronics and motor assembly. Unable to confirm keypad anomaly and unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case reservoir tube window corners, cracked reservoir tube window, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 120 mg/dl at the time of the incident. The customer states the insulin pump was exposed to ocean water. Customer states that she had a crack in her insulin pump when she went into the ocean. Customer states that initially the screen had lines on it and then came back on clear. Then the buttons on the device would not respond and after completing a self test twice the screen became completely blank. Customer states that the device is now completely off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.